Event description:
The customer reported sample counts outside limits system errors, total beta human chorionic gonadotrophin (tbhcg) calibration failures, and no value ind-flagged (indeterminate) troponin I (access accutnl+3) results for an unknown number of patients involving the unicel dxc 600i synchron access clinical system. The customer noted calibrations failed with bad fit and tbhcg quality control (qc) was out of specification; the customer noted qc was within range upon repeat. The customer reanalyzed one of the samples and obtained a normal troponin I result. The customer stated no erroneous patient results were released out of the laboratory. Patient results were delayed but the delay did not affect patient treatment. There was no patient impact associated with this event. The customer indicated the patients' samples were collected in 13x100 mm lithium heparin tubes with gel and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. Quality control is performed once daily, at midnight. The customer performed system diagnostics and was instructed to replace the substrate and perform subsequent system priming and system check; system check failed the washed and substrate coefficient of variation (cv). A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) installed a new substrate cap assembly and primed the instrument. The fse performed system check and quality control (qc), which passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to a loose fitting substrate cap.